Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented remotely via merlin@home. Upon review, the patient's implantable cardiac monitor(icm) exhibited false tachycardia episodes due to t-wave over-sensing. Programming changes were discussed but not performed. The patient was stable.